Event description:
The report stated that when using the electrosurgical pencil during a procedure, it would not switch off once it was switched on. The doctor noticed shortly after, it was in use and switched it out with a new pencil. The doctor reported that there was no patient injury.

Manufacturer narrative:
Date of initial report: 8/29/2007. The investigation is ongoing and a follow-up report will be sent when it is complete.